Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized due to peritonitis. The patient is transitioning to hemodialysis (hd). Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2025 due to abdominal pain and cloudy pd effluent. The patient was diagnosed with peritonitis and admitted to the hospital. A pd effluent culture was obtained. The cultures were positive for gram-positive coagulase-negative staphylococcus. The pd white cell count was 22,406. The patient¿s pd catheter was removed on (B)(6) 2025 and the patient transitioned to hemodialysis (hd). The patient¿s antibiotic therapy was intravenous (IV) vancomycin 750mg which was initiated in the hospital (B)(6) 2025 and to be continued with 1g at the end of hemodialysis treatments tuesday, thursday, and saturday with the last dose on (B)(6) 2025. Additionally, the doctor ordered IV ceftazidime 1g at the end of hemodialysis treatments tuesday, thursday, and saturday (B)(6) 2025 through (B)(6) 2025. The patient was discharged on (B)(6) 2025. The reasons that the physician changed the patient¿s treatment modality were decline in mental status, poor memory issue, trouble following directions and maintaining aseptic technique for pd. Additionally, the patient was noncompliant with treatment, had no caregiver, no family involvement, worsening physical disability-chronic back pain (expecting spinal surgery). The cause of the peritonitis event was attributed to contamination and a decline in the patient¿s mental status.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis with transition to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty cycler set. Additionally, there is no allegation or evidence of a cycler set defect reported for this event. The cause of the patient¿s peritonitis was attributed to contamination and a decline in mental status of the patient. The culture results of coagulase-negative staphylococcus support this conclusion. Most cases of pd-related peritonitis are the result of ¿touch contamination¿, where the patient or their helper inadvertently breaks sterile technique and contaminates the catheter or its connections. The most common pathogens are coagulase-negative staphylococcal species (eg, staphylococcus epidermidis) that commonly colonize human skin and hands. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized due to peritonitis. The patient is transitioning to hemodialysis (hd). Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2025 due to abdominal pain and cloudy pd effluent. The patient was diagnosed with peritonitis and admitted to the hospital. A pd effluent culture was obtained. The cultures were positive for gram-positive coagulase-negative staphylococcus. The pd white cell count was 22,406. The patient¿s pd catheter was removed on (B)(6) 2025 and the patient transitioned to hemodialysis (hd). The patient¿s antibiotic therapy was intravenous (IV) vancomycin 750mg which was initiated in the hospital (B)(6) 2025 and to be continued with 1g at the end of hemodialysis treatments tuesday, thursday, and saturday with the last dose on (B)(6) 2025. Additionally, the doctor ordered IV ceftazidime 1g at the end of hemodialysis treatments tuesday, thursday, and saturday (B)(6) 2025 through (B)(6) 2025. The patient was discharged on (B)(6) 2025. The reasons that the physician changed the patient¿s treatment modality were decline in mental status, poor memory issue, trouble following directions and maintaining aseptic technique for pd. Additionally, the patient was noncompliant with treatment, had no caregiver, no family involvement, worsening physical disability-chronic back pain (expecting spinal surgery). The cause of the peritonitis event was attributed to contamination and a decline in the patient¿s mental status.